Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high and low blood glucose readings from the insulin pump. The customer stated that she woke up this morning with blood glucose of 42 mg/dl. The customer also stated that she had high blood glucose readings of over 600 mg/dl. The customer contacted her heath care provider and was able to get the blood glucose down. The customer stated that she had changed the battery on the pump and must have entered in the wrong time. The customer was advised to the email and website.